Event description:
Internal structure of catheter separated, allowing helium shuttle gas to enter pt's bloodstream. Loss of gas from console system was noted (and machine halted) at the same moment. Scrub nurse saw gas bubbles rising up arterial cannula. Defective catheter was exchanged for a new one.